Event description:
A 2.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a circumflex lesion. Vessel morphology was reported as severely tortuous and severely calcified with 70% stenosis. The lesion was pre-dilated. The endeavor drug-eluting stent delivery system was inserted; however, was unable to cross the lesion and was pulled back. There were previous stents placed; however, it is unknown if the physician was attempting to pass through one of them. Upon removal of the delivery system, it was noted that the stent had dislodged. The un-deployed stent was located in the left main, where it was crushed into the vessel wall with a balloon. The patient was sent to surgery. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: embolism-device. Severely tortuous and severely calcified.